Event description:
I have had this dexcom 7 plus continuous glucose meter now since (B)(6). The product is to use sensors that need to be changed every seven days and improve an ongoing trend of my sugar levels. I am able to download the monitor into my computer, view charts, send the file to my doctor and also to the manufacturer. Here are the problems: from week 1 until now, I think I have only had 1 sensor that has lasted for the full seven days. The sensors fail from 3 to 5 days after insertion. I would get "???" Or "sensor failure" on the monitor. So far, to date, I believe I have had 6 or more sensors replaced and I have only had this since (B)(6). The unit from the start has had a problem with a loss of signal almost everyday that I have had the unit. Dexcom had replaced the transmitter the first week to fix the problem, then replaced the receiver the second week because the problem persisted. Even after both units were replaced, I still have the problem of loss of signal and no readings. While in my doctor's office, it lost signal five times in a 20 minute time frame. The doctor was not happy about it because she confirmed by seeing it for herself and contacted dexcom to confirm there still is a problem. I think the more serious problem is its accuracy. Dexcom claims it is accurate up to 20% per the FDA guidelines. I can tell you and prove it is well beyond this accuracy. Example, my dexcom would read I would be at 112 and my glucose meter finger prick would be at 60. I have had it where the dexcom would be 100 points or more off - this can be confirmed by its records downloaded into my computer - from where I would actually be. The dexcom would show I would be in the low 100's and in fact I am bottoming out as low as 44 without any alarms going off. Now this tracks my trends, so my doctor can use this and up or lower my dosage of u500 insulin. If these trends are not within the 20%, the dosing based on these trends could do harm to me because if I am trending at average of 350 and the doctor increases my dosage but the actual trends should show in the 250's, I am going to bottom out like I have had many times since using the dexcom. I have contacted dexcom weekly or several times a week about all these problems. They replaced the failed sensors as they go bad week to week, they have replaced the transmitter and the receiver once already and yet all these problems still continue. My last conversation with the manager with dexcom said "well I guess this unit is not right for you and I'll connect you to customer service to arrange for a return and a refund." This upset me. They have no drive to find out why the system is failing in almost every aspect with me. They do not want to investigate why, all they want me to do is return the unit. If there is a problem with the system, this is just a way to cover it up by having their patients return the unit so everything looks fine for the units that may be working as approved by the FDA. I feel since not one but all the units in this system have been replaced and the same problems still continue, there is a huge problem here. The doctors use this device to see trends and dose insulin off these trends which could do serious harm and or death. I was also told by the manager and the head of engineering that the doctors should not be using the information from the dexcom at all for any changes in the insulin. They should not use the trends. I relayed this to my doctor and was told, well that is what the system is used for and if they can't use the information it gives us, then what is the point of having it. It is funny that a free or low cost glucose meter from my doctor or the local drug store that uses a finger prick is more accurate than this dexcom system which is billing my insurance company over (B)(6). Also, my doctor is upset with dexcom for not having someone from dexcom to visit me in my home for instruction and to find out why I have these problems like they are supposed to. My insurance is being billed for the unit, 3 months of sensors and someone to educate me on the unit. Guess they are making even more money by not sending someone out. Dates of use: (B)(6) 2010 - (B)(6) 2010 (ongoing). Diagnosis or reason for use: uncontrolled diabetes. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.